Manufacturer narrative:
This report is associated with (B)(4) super poligrip extra care with poliseal (zinc free formula).

Event description:
In result he would cough and choke [choking]. Every time that he uses this, the product drips down to his throat and to his vocal chords [accidental device ingestion]. In result he would cough and choke [cough]. Case description: this case was reported by a consumer and described the occurrence of choking in a (B)(6) male patient who received double salt dental adhesive cream (super poligrip extra care with poliseal (zinc free formula)) cream (batch number f6f2a, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started super poligrip extra care with poliseal (zinc free formula). On an unknown date, an unknown time after starting super poligrip extra care with poliseal (zinc free formula), the patient experienced choking (serious criteria gsk medically significant), accidental device ingestion (serious criteria gsk medically significant), cough and product complaint. On an unknown date, the outcome of the choking, accidental device ingestion, cough and product complaint were unknown. It was unknown if the reporter considered the choking, accidental device ingestion and cough to be related to super poligrip extra care with poliseal (zinc free formula). Additional information, adverse event information was received on 31 may 2018. Consumer stated, "my husband uses this and he has upper plates, every time that he uses this, the product drips down to his throat and to his vocal chords, in result he would cough and choke . Is this normal? Our dentist recommended that we should use the powder instead. Do you have that? Where can I buy this? This is the super poligrip extra care that we are talking about". Action take with the suspect was unknown.

Manufacturer narrative:
Argus case: (B)(4). Super poligrip extra care with poliseal (zinc free formula). Qa results: no sample was returned for this complaint and also the batch details were invalid so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope. Prior to disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements.

Event description:
Case description: this case was reported by a consumer and described the occurrence of choking in a 100-year-old male patient who received double salt dental adhesive cream (super poligrip extra care with poliseal (zinc free formula)) cream (batch number: f6f2a, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started super poligrip extra care with poliseal (zinc free formula). On an unknown date, an unknown time after starting super poligrip extra care with poliseal (zinc free formula), the patient experienced choking (serious criteria gsk medically significant), accidental device ingestion (serious criteria gsk medically significant), cough and product complaint. On an unknown date, the outcome of the choking, accidental device ingestion, cough and product complaint were unknown. It was unknown if the reporter considered the choking, accidental device ingestion and cough to be related to super poligrip extra care with poliseal (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received on 31 may 2018. Consumer stated, "my husband uses this and he has upper plates, every time that he uses this, the product drips down to his throat and to his vocal chords, in result he would cough and choke . Is this normal? Our dentist recommended that we should use the powder instead . Do you have that ? Where can I buy this? This is the super poligrip extra care that we are talking about". Action take with the suspect was unknown. Follow up information was received on 05 june 2018. Lot number: f6f2a was not valid. The lot number was updated to unknown in previous report. Follow up information was received via quality assurance investigation on 13 june 2018. The complaint number: (B)(4) (issue number: (B)(4)), the complaint sample was not returned and also batch details were invalid so full investigations could not be completed. The complaint could not be substantiated.

Manufacturer narrative:
Argus case: (B)(4) super poligrip extra care with poliseal (zinc free formula).

Event description:
Case description: this case was reported by a consumer and described the occurrence of choking in a 100-year-old male patient who received double salt dental adhesive cream (super poligrip extra care with poliseal (zinc free formula)) cream (batch number: f6f2a, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started super poligrip extra care with poliseal (zinc free formula). On an unknown date, an unknown time after starting super poligrip extra care with poliseal (zinc free formula), the patient experienced choking (serious criteria gsk medically significant), accidental device ingestion (serious criteria gsk medically significant), cough and product complaint. On an unknown date, the outcome of the choking, accidental device ingestion, cough and product complaint were unknown. It was unknown if the reporter considered the choking, accidental device ingestion and cough to be related to super poligrip extra care with poliseal (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received on (B)(6) 2018. Consumer stated, "my husband uses this and he has upper plates, every time that he uses this, the product drips down to his throat and to his vocal chords, in result he would cough and choke . Is this normal ? Our dentist recommended that we should use the powder instead . Do you have that ? Where can I buy this? This is the super poligrip extra care that we are talking about". Action take with the suspect was unknown. Follow up information was received on 05 june 2018. Lot number: f6f2a was not valid. The lot number was updated to unknown in previous report.